Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a prime and fill anomaly. They had received a pump error alarm and had reset the time and date. They put in a reservoir. The customer stated that insulin was spitting out during the load process. The customer¿s blood glucose level was 116 mg/dl. Troubleshooting was performed. They were unable to exit the load reservoir process. They were walked through the process of setting up the reservoir but it would not load. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.